Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a valid empty cartridge alarm occurred. Reportedly, the user expected for the cartridge to run out of insulin. The user reported a blood glucose (bg) level of 279 mg/dl and the user addressed bg level with a bolus. A new cartridge was loaded and insulin delivery was resumed.